Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable was frayed at the distal end. The frayed that stuck out was about .067. No other cables were damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed frayed cables on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.